Event description:
It was reported that the asymptomatic patient presented in the clinic for follow-up. During the attempted firmware upgrade, the pacemaker entered backup vvi operation. While performing the upgrade, the wand moved slightly. The wand was replaced, and the download continued but later failed after the telemetry signal dropped down to a single indicator light. The firmware was later upgraded successfully and device was restored to normal function. It was noted that there was a possible issue with patient notifier with device going into backup vvi mode. The patient remained asymptomatic and will continue to be followed up.